Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2013 with the following findings: during evaluation, the display screen was found to be faded and discolored. A test screen was installed and displayed normally. Unrelated to the complaint, evaluation revealed that the audio bolus button was intermittently unresponsive and the button cover had a hole. Investigation revealed that the internal plug contact was misaligned and contamination was present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.